Manufacturer narrative:
The device was visually inspected, and red residue was found inside the pebax. No damages was observed. The magnetic sensor functionality was tested on carto and the catheter failed. Error 106 was observed. A failure analysis was performed, and the catheter was dissected on the tip area. Loss of electrical continuity at the sensor was found. It was determined that the root cause was an internal failure of the sensor. Additionally, scanning electron microscope (sem) testing was performed on the damage area and the results showed evidence of mechanical damage and a cut/hole on the surface of the pebax. It is possible that the damage was generated with an unknown object. No other anomalies were observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint was confirmed. The root cause of the damage on pebax cannot be determined since there is evidence that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and a force issue occurred. During the procedure, the physician was unable to obtain accurate force readings. The cable was replaced, and the issue persisted. Then, the thermocool® smart touch® sf uni-directional navigation catheter was replaced and the procedure continued without patient consequence. The force issue is not reportable. This complaint was originally assessed as not reportable because the potential that it could cause or contribute to death, serious injury, or other significant adverse event is remote. The device was returned to the bwi failure analysis lab (fal) and on 7/03/2018 scanning electron microscope sem analysis of the pebax showed evidence of mechanical damage and a cut/hole on the surface of the pebax. The root cause of the damage on the pebax cannot be determined. It is possible that the damage was generated with an unknown object. The issue of a cut/hole on the surface of the pebax has been assessed as reportable.